Event description:
It was reported that the doctor and his staff found that the unused shunt was not sterile.

Manufacturer narrative:
(B)(4). The device was unavailable for return. Therefore, an eval of the product was not possible. A review of the mfg records showed no anomalies. The sterilization records for lot c28441 indicate that all processing parameters were within specifications and all samples passed quality testing. All units from lot c28441 have been distributed and no other complaints were received.